Manufacturer narrative:
Date is estimated, year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been constantly leaking for probably a few weeks, and stated their ins was intended to help with urine leakage. They were walked through checking therapy status on the call, and confirmed therapy was on at 2.7  volts on program 4. They increased stimulation to 2.9 volts and confirmed they were feeling stimulation comfortably. When they had increased stimulation on this program before, they stated it seemed okay at first, then would become uncomfortable later on. They wanted to try changing programs due to this, and changed to program 3. They initially stated feeling stimulation comfortably in the bike seat area when increasing stimulation at 1.7 volts, but then stated the feeling of stimulation went away. A therapy and stimulation overview was reviewed as well as expectations. The patient increased stimulation to 2.9 volts and stated they were still not feeling stimulation, but wanted to leave it at that setting. They planned to monitor their symptoms now that a change was made and would follow up with their healthcare provider if they were not seeing an improvement. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.